Event description:
A user facility reported that the evis exera iii colonovideoscope suction cylinder is restricted and the cleaning brush was unable to be inserted. The event occurred during incoming inspection. During a standard service inspection of the customer returned device, foreign material came out of the suction cylinder. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, foreign material came out of the suction cylinder. In addition, tones were found stuck inside the suction cylinder. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined from the obtained information. It is inconclusive whether the instructions for use were deviated. Correction: the device was returned for investigation. Upon evaluation of the device, foreign material came out of the suction cylinder. In addition, stones were found stuck inside the suction cylinder. In addition, the following non-reportable malfunctions were found during the device evaluation. The adhesive on bending section was detached, the bending angle in up for the angle wire did not meet the standard value likely due to wear, the brush was blocked by the foreign material stuck inside the scope cylinder, the connector cover had scratches, the connecting tube had scratches, the nozzle was dirty, the light guide tube has scratches and coat peel, and the scope connector and plug unit has dents and scratches. Olympus will continue to monitor field performance for this device.

Event description:
Correction: the event occurred during reprocessing.